Event description:
During right total hip arthroplasty, the acetabular component was impacted into sealed position. As the cup was seated, the threaded hip of the impactor insertion handle broke off, leaving an approx 3mm long segment of threaded metal in the apical dome hole. This small piece was confined within the shell, and the surgeon made the decision to leave this in place in lieu of the typical occlusion screw. The acetabular insert was placed into a lock position, further sealing the small segment of metal into the apical dome hole.